Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile change/unresponsive) issue. The reporter alleged the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the audio bolus button cover was not damaged. The audio bolus button cover was removed to find no damage to the button contact. The pump was opened to find no damage to the audio bolus button contact pins. The complaint of an under responsive audio bolus button was unable to be duplicated.